Event description:
Pt had 3 level spinal fusion with use of cadaver bones and graph and putty from graphtec, musculosketal transplant foundation and baxter. 3-4 weeks after surgery, she developed bilateral ankle swelling, redness and edema. Months later an MRI revealed that she had tenosynovitis of all tendons and both ankles. She developed kidney cysts and scarring and enlarged kidneys, elevated liver enzymes. Both eyes developed dilated blood vessels which has progressed to extreme inflammation of eyes and eyelids. Also, she has rashes on her chest and abdomen, absesses of lymph nodes in left armpits axilla. She had a bone scan done and has arthritic appearing changes in ac joints, sterno clavicular joints, right hand and wrist and both ankles. It has progressed to her elbows, both knees and shoulders.